Manufacturer narrative:
Product complaint # (B)(4). Sample received and was evaluated. No damage/broken components that could be related to the defect reported by the customer could be observed. Plate was activated and de-activated several limes without any issues. Reservoir didn't present any damage or tears on the front or the back side. Plate was activated, port closed, and swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Perimeter and port seal were verified, it was confirmed sample didn't present any damage, channels, or incomplete seal that could generate a leak on the sample. Plate was locked, and ports were close, then plate was activated to verify if air could get inside the reservoir. After 10 minutes the reservoir maintained the same condition confirming there is no damage on the perimeter or the port seal. Defect could not be observed on sample received. Based on the present analysis, it is determined that the reported complaint is not observed/replicated and based on the information provided it couldn't be related to the manufacturing process, it's considered that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to FDA: 8/28/2020

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts to obtain the device have been made with no return to date. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 and a reservoir was used. When applying negative pressure after connecting the reservoir, the reservoir swelled immediately. It occurred several times. The reservoir was replaced to another one, and it worked properly. Further details are not provided there were no adverse consequences to the patient.